Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The investigation also found water immersion in the main unit imaging and camera cable was flooded. Also, there is corrosion at the video connector-electrical contact. A device history review revealed no issues that could have caused or contributed to the reported issue. A definitive root cause could not be established. However, based on the results of the investigation, the camera's internal ccd may have failed due to flooding of the main unit's image capture and camera cables, which may have prevented normal communication and resulted in the failure to produce the images. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the subject device image displayed on the monitor was pitch-dark and did not display. There were no reports of patient harm.